Manufacturer narrative:
(B)(4). The unit was returned for evaluation and visually and functionally tested. Electrical inspection confirmed the discontinuities on the indifferent electrode.

Manufacturer narrative:
(B)(4): the device was received on 2/6/2018. Device evaluation is not complete at this time. There was no reported patient impact.

Event description:
On (B)(6) 2018, a male patient was scheduled to receive an on-pump CABG/ablation procedure using a cobra fusion 150 ablation system. The patient was heparinized for the procedure. During the procedure, the surgeon wrapped the cobra fusion device around the left atrium and it did not turn on. The electrosurgical unit (esu) was changed, but that unit did not work and the procedure was prolonged for troubleshooting. The CABG procedure was successfully completed, but the ablation procedure was not completed. The current patient status is fine and discharged, with no reported patient impact.